Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable glucose results for one patient from accu-chek performa meter serial number (B)(4). The patient was tested three times and the results were provided as a "span from 5 to 12 mmol/l". The specific results could not be provided. Within 10 minutes, the patient was tested on a second performa meter (serial number (B)(4) and a normal glucose result of around 5 mmol/l was received twice. The specific results could not be provided. The same vial of test strips was used for all testing. The results were not used for treatment and not reported to the physician. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer returned the meter for investigation. Quality control material was tested with the returned meter and retention strips from lot 475474. Control ranges: level 1: 1.7-3.3 mmol/l. Level 2: 14.5-19.6 mmol/l. Results: level 1: 2.4, 2.5, 2.4 mmol/l. Level 2: 16.5, 16.4, 16.4 mmol/l. Investigation found contamination in and around the strip port of the meter. All results are within acceptable range. The product performed according to the specifications.